Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned and the blue sleeve is fractured. The device will no longer function as intended. The device exhibits wear and tear that indicated the use of the device. DHR was reviewed and no discrepancies were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the operating room staff was prepping for surgery, the blue sleeve at the tip of a kinectiv inserter was found cracked. A second instrument was used to complete the surgery. There was no impact or harm to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.